Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. Olympus repair center could not confirm the reported phenomenon. The cable part had a twist. Head part of the main body had deterioration and bent. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the foreign matter adhered to the contacts of the video connector and a bad connection temporarily occurred. If significant additional information is received, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image became black or sometimes disappeared. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.